Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for investigation. When the generator was powered on, it failed to initialize, and the screen remained black upon boot up which confirmed the field reported event. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning display located on the upper assembly. Based on the information provided to abbott and the investigation performed, the cause for the reported power issue and subsequent cancellation was due to a non functional upper assembly display. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
The generator would power on, but the monitor would not function. The cases were cancelled.